Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead had dislodgement/placement difficulty and could not be seated in the small coronary sinus branch. The lv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.